Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was in a fight and was punched in the chest causing this atrial lead to fracture. The lead exhibited pacing impedance measurements greater than 2000 ohms. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.